Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the ccd cable. In addition, we confirmed that the segment steel braid rupture, the light guide fiber bundle (lcb) disconnection and the light guide cable buckle; however, these are not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890lzi is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Spot in the image of the refurbished ccd.